Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-13946.

Event description:
Customer reported via phone call that they experienced high blood glucose of 474 mg/dl. Customer treated with the insulin pump and manual injections. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time and date was not correct and basal rates and bolus wizard were accurate. The bolus history is accurate. Customer called back on (B)(6) 2015 to complete troubleshooting and the insulin pump passed the high pressure test. Blood glucose value was 496 mg/dl; last value is 183 mg/dl. Customer had changed the infusion set and was advised the insulin pump is working as designed. Customer also mentioned being hospitalized for low blood glucose years ago.